Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 217 mg/dl, over 200 mg/dl at time of incident and the low blood glucose value was 40 mg/dl, 49 mg/dl and the current blood glucose level was 76 mg/dl, 65 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and apple juice and peanut butter crackers for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.